Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024, in order for the patient to underwent treatment for acoustic neuroma. There are no plans to reimplant the patient with a new device as of the date of this report.